Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of their symptoms. It was discovered that the patient had a bladder infection and was treated with antibiotics. The hcp office did check that the device was on and working appropriately (checked impedances, etc.). No other actions were planned as the doctor felt the bladder infection was causing the patient¿s symptoms returning. The issue was reported as resolved at the time of report. No surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.